Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) experienced urinary incontinence, leading to a replacement surgery. Troubleshooting was performed, but the issues persisted. During surgery, fluid loss was noted in the pressure-regulating balloon; however, no leak was identified in the system. The entire aus was removed and replaced with a new one. The surgery results were reported as good and the patient was set to fully recover.